Manufacturer narrative:
Details of complaint: the customer reported that they saw interference in the background of the (core unit) g9 monitor. This issue was isolated to a single patient. The customer also reported that when the issue occurred they were using a bipap machine in the same room. The bipap machine was located on the opposite side of the g9 and was not plugged into the same electrical outlet. Nk ts advised the customer to discontinue using the bipap machine and take it out of the room, after which the interference was no longer seen on the g9. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The device was not returned for physical evaluation and functional analysis. The customer reported that a bipap machine, located in the same room as the g9 monitor, was linked to the interference reported. The customer stated that they were going to try to duplicate the issue with other g9's in different rooms, however no further updates were reported by the customer. A serial number review revealed no additional complaints related to the issue. As the device was not returned for evaluation, the root cause cannot be determined. As reported by the customer, the most likely root cause for this issue is related to the hospital's environmental issues. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that they saw interference in the background of the (core unit) g9 monitor.

Manufacturer narrative:
The customer reported that they see interference in the background of their core unit (g9). This issue was isolated to a single patient. The customer also reported that when the issue occurred they were using a bipap machine in the same room. The bipap machine was located on the opposite side of the g9 and was not plugged into the same electrical outlet. Nk ts advised the customer to discontinue the bipap machine and take it out of the room, after which the interference was no longer seen on the g9. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that they see interference in the background of their core unit (g9).